Event description:
It was reported that capsule bag tear occurred during insertion of (B)(4) lens into the pt's eye. The incision was enlarged to remove the lens and the lens was replaced with an ac lens, and sutures were required to close the wound.

Manufacturer narrative:
The lens was returned to bausch and lomb for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.